Event description:
It was reported by the patient that their implantable loop recorder (ilr) had moved. The patient woke up with pain, felt it sticking out under the skin, and felt like it was pushing on nerves. The ilr was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).